Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 490, 200, 600 mg/dl. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. It was stated that the insulin pump had insulin flow blocked alarm. The troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.